Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/17/2015 with the following findings: evaluation revealed a crack in the battery compartment. Evaluation also revealed that the top of the battery cap was worn and the display was dim and discolored. Unrelated to the complaint, testing revealed the time and date reset to default settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. Evaluation also revealed that the top of the battery cap was worn and the display was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 09/17/2015.